Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product evaluation, and search for additional similar complaints are in progress; results will be provided in a follow-up medwatch report.

Event description:
In 2007, it was reported to boston scientific corporation that an endoscopic retrograde cholangiopancreatography procedure, using an rx dilatation balloon, was performed on a male patient. After injecting contrast media, the physician noted, "some kind of shadow such as stones," and proceeded to "[attempt] to inflate the papilla with this device". After pressurizing the balloon to 4 atms, the balloon could not be inflated any further. The physician stated that 'under x-ray, it was found to be leaked contrast media, and there was some anasarca on the papilla mucous. Also, it was found to be leaked contrast media in stomach sweetbread, and the patient had pancreatitis. Due to this event, [the balloon was deflated and removed from the patient]'. Follow-up information obtained from the physician revealed that the mucous of papilla was swollen - the cause of the swelling was unknown. Pancreatitis was diagnosed "when it was found to be leaked inside the ductus pancreaticus". After several follow-up attempts, no further info could be obtained regarding any required medical intervention or the pt's condition.